Event description:
Event description guidant received information that three months post implant this right ventricular lead was noted to be unintentionally in the left ventricle through the arterial system. The patient was treated with an anticoagulant medication and the lead was successfully explanted and replaced.